Event description:
An ophthalmologist reported that during the surgery he tried to change "surgery steps" by using the footswitch. This automatic function was not possible, therefore, he used the manual option and changed "surgery steps" through the systems touch screen. No events occurred during the surgery and it was completed successfully.

Manufacturer narrative:
The sample is in transit. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).